Event description:
It was reported that this pacemaker exhibited low out of range pacing impedance measurements below 200 ohms, as well as low amplitude, right atrial automatic threshold greater than programmed or suspended, and noise oversensing on the right atrial (ra) lead channel, which led to a lead safety switch (lss), a high pacing rate and stored false positive atrial tachy response (atr) episodes. Technical services (ts) was consulted, and further in office evaluation of the system was recommended. No adverse patient effects were reported. This device remains in service.